Event description:
It was reported the patient experienced ventricular fibrillation with successful defibrillation of the sensed rhythm. Patient was driving when the arrhythmia and defibrillation occurred and vehicle hit a tree. Patient was hospitalized with head lacerations and was intubated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).